Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing connector broke when being twisted to remove from icc line, leaving portion of connector in PICC line. This is one of multiple events involving connectors from this manufacturer over the last several days."